Manufacturer narrative:
Vyaire field service went onsite, checked and tested the unit with citrex h5 but cannot duplicate the reported issue. Unit performed in accordance with avea service manual. Performed extended self test (est) and performance check all passed. The unit is operational and meets original equipment manufacturer (OEM) specs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea was alarming circuit occlusion and circuit disconnect while on a patient. At this time, there is no information regarding patient harm associated with the reported event.